Event description:
It was reported that the atrial lead dislodged post implant. The lead was repositioned on (B)(6) 2013. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.